Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that the ilet pump issued repeated alert 63 messages indicating a haptic communication error after multiple restarts, while the user was using a dexcom g7 cgm; the event was managed through troubleshooting and education, and a replacement ilet was arranged. Symptoms included no reported clinical effects. Outcomes included no impact to health or need for medical intervention. Investigation included customer troubleshooting guidance and device replacement logistics. Investigation of this device did not reveal a suspected internal communication malfunction related to the vibration motor interface consistent with a haptic i2c communications fault. It was concluded that the cause was not a device malfunction.